Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The target lesion in the mid cx was tortuous and calcified. Lesion pre-dilation was performed. Resistance was noted advancing the resolute integrity device to the lesion and excessive force was applied. It is reported that the stent was damaged in the process of attempting to cross the lesion. The procedure was completed with further pre-dilation and placement of another resolute integrity of the same size. No patient injury.